Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer administered a correction injection manually but did not require third-party assistance. Technical support provided information to reset the pump, and the caller successfully reset it with assistance. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any malfunction code appears again.